Event description:
It was reported via voluntary medwatch that the right ventricular (rv) lead exhibited an abrupt increase in pacing impedance measurements resulting in high out of range pacing impedance measurements. Further review was recommended to the physician. No further assistance was requested. No adverse patient effects were reported. This rv lead remains in service.